Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when an 840 ventilator was turned on, the display did not come on, blank display. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphical user interface (gui) printed circuit board (pcb) and the latest version of the operational software was installed. The unit passed all testing and operated within the manufacturing specifications.